Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the external neurostimulator (ens) was replaced and there were no more issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with rep reporting that the device and controller was sent back. Weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Based on follow up information received, the previously reported patient code of (B)(4) no longer applies to the event. As a result, the event previously reported was not a serious injury. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-oct-03 lfc (hcp): follow up information received from the healthcare professional (hcp) reported that no antibiotics were prescribed by them during this time per [illegible]. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial for urge incontinence and urgency frequency. It was reported that there was no stimulation and the patient tried to increase stimulation but an error code ¿system problem e0n1, cannot continue please call clinician¿ was encountered. The patient attempted to remove the controller batteries and reinsert, but they continued to see screen 77; they tried taking the batteries in and out of the external neurostimulator (ens) also but it did not resolve the issue. It was noted the patient had an appointment with their healthcare professional (hcp) on (B)(6) 2017. Additional information was received on 2017-nov-29. It was reported that the medication (antibiotic) the patient was on was causing diarrhea, the ens was not communicating with the remote or vice versa, and the remote would not move past searching for device even after troubleshooting. The batteries from the remote were removed and replaced with the same ones, but the remote still didn¿t find the device. It was noted the diary was a pain and the patient was not experiencing any pain. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis finding reports no anomalies found. If information is provided in the future, a supplemental report will be issued.